Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter retrieval using a snare retrieval kit. During the procedure, the snare loop allegedly got caught on the filter leg. It was further reported that a tip marker fell into the blood vessel. Current status of the patient is unknown.